Event description:
It was reported by the philips field service engineer (fse) that a ventilator was identified to having a defective nav-ring during preventative maintenance (pm). The device was evaluated by the fse. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
G4:28may2021. G5:510k: k102985. B4:24jun2021. The device was evaluated by the fse, who confirmed the reported problem. The fse replaced the front bezel. The device was reported to have been fixed. No other anomalies were reported.

Manufacturer narrative:
The front bezel was returned for failure investigation (fi) and it was identified that previous investigations have shown that liquid ingress due to variability of the assembly process was the root cause of the reported failure.